Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced during a routine generator changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.